Event description:
Follow up information received from the manufacturer representative (rep) reported that a lead replacement was performed to resolve the high impedances and sensory loss. The patient is receiving effective therapy as an outcome. The cause of the issues remains unknown.

Manufacturer narrative:
The PMA / 510(k) # was updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the patient was not implanted with deep brain stimulation but rather underwent a snm implantation surgery on (B)(6) 2016.

Manufacturer narrative:
Analysis of the lead, model 3889-28, serial number unknown, found lead body conductors all broken at or near tines, 4.9 cm from distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient had sensory loss and impedances were measured to be greater than 4,000 ohms. It was unknown if the patient had a 50 percent or more reduction in symptoms. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient was implanted with deep brain stimulation due to neurogenic bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.